Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary frequency. It was reported that their urinary frequency was not being reduced by at least 50%. Last night, the patient adjusted the stimulation level, but this morning they noticed that the stimulation level had changed. The patient did not specify what had changed. The patient asked if they should be decreasing or increasing the stimulation level if they have an issue with the therapy. Agent reviewed considerations. The patient connected to the ins during the call and confirmed therapy was turned on. The patient increased the stimulation level and would continue to monitor symptoms. On (B)(6) 2026- the patient called back and report that they and their wife adjusted the stimulation until they felt the tingling in their bladder and that now they were doing good. They were now only getting up 2 times at night which they said was good for them. The patient said they called however because it appears like since they raised the stimulation, they were having some lower back pain and they wanted to know if that was typical. They denied that it felt like it was coming from the stimulation but they noted that it probably began around the same time they increased. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their managing healthcare provider (hcp) about any new symptoms such as back pain but also advised the patient they could consider turning the therapy down or off to see if that made a difference with the pain in the meantime. Patient said they would follow up with their hcp.